Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user felt difficulty to advance a catheter into the sheath because of resistance. The user removed the sheath and found the sheath tip damaged. Therefore, a new kit was used instead. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the user felt difficulty to advance a catheter into the sheath because of resistance. The user removed the sheath and found the sheath tip damaged. Therefore, a new kit was used instead. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).